Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was received that the patient experienced recurring incontinence and the device was over three years old without any specific implant dates. Additional information was received that the patient experienced recurring incontinence due to the cuff not closing tight enough.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was received that the patient experienced recurring incontinence and the device was over three years old without any specific implant dates.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.